Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 26 days post-implant, it was reported that the patient experienced a left hemisphere embolic stroke resulting in right hemiparesis. At the time of the event the patient was on warfarin, heparin, and aspirin. The cause of the neurological disorder was noted to be ¿complexities of medical management.¿ the patient received an unspecified surgical treatment and remains ongoing on lvad support.

Event description:
Additional information received indicated that prior to the pump implant the patient was on an unspecified extracorporeal vad. On (B)(6) 2014 the patient had elevated lactate dehydrogenase (ldh) levels & dark urine. On (B)(6) 2014, the patient experienced intracranial bleeding. On (B)(6) 2015, the patient's blood culture indicated a bacterial infection; however the source of the bacterial infection was not reported. On (B)(6) 2015, the patient expired and the reported cause of death was sepsis.

Manufacturer narrative:
Approximate age of the device is 26 days. The device remains implanted and in use by the patient. The event occurred at (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the device. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing ball. The thrombus showed areas of denaturing and the outer edges appeared to show some lamination. The distal end of the rotor and outlet bearing cup showed contact marks from rubbing against the thrombus during pump support. However, the duration the thrombus had been present could not be determined. The evaluation could not conclusively correlate the observed thrombus to the patient's prior stroke and increased ldh in (B)(6) 2014 or the stroke in (B)(6) 2015. The origins of the thrombus could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead (lead) found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient's ldh level was difficult to control throughout the pump support. It was reported that pump thrombosis was suspected, but the pump exchange was not an option due to the patient's condition. No additional information was received.